Manufacturer narrative:
(B)(4). Failure to follow steps/instructions (use with a 10f sheath). Evaluation summary: investigation of the returned device found that the plunger, suture, link, needles, and cuffs were not returned; therefore the scope of this investigation was very limited and the reported knot lock could not be confirmed. Inspection of the returned device revealed no other device damages. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results met the manufacturing criteria. Based on the investigation findings, the device functioned as intended and a root cause related to the device could not be determined. Reportedly, the device was used with a 10f sheath. Per the instructions for use, the device is indicated for use with a 5f to 8f sheath. Possible causes for the reported knot lock includes, but is not limited to, pulling the non-rail suture end (white) instead of rail one (blue) when advancing the suture knot. However, this could not be confirmed because the suture was not returned with the device. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot revealed no similar incidents with the reported and confirmed knot lock while delivering the knot to the arterial surface.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician in training in the use of the perclose proglide using a preclose technique, attempted arteriotomy closure of the right common femoral artery after an abdominal aortic aneurysm procedure. Reportedly, during knot advancement, the knot became locked before reaching the artery. Another proglide was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.